Event description:
The field application specialist reported the user received questionable ise and bicarbonate results for three patient samples. Of the data provided, the sodium result for one patient sample was discrepant. The initial result was 211 mmol/l and the repeat result was 134 mmol/l from a different cobas 6000 at the site. No erroneous values were reported outside the laboratory. The lot number of the sodium electrode was not provided. The field service representative determined the aspirator tubing on the rinse mechanism was damaged causing improper aspiration of the cells and an overflow during the aspiration rinse cycles. He replaced the tubing vacuum nozzle and the reaction cells, washed the reaction parts and performed photometer and cellblank measurements with all data within specification. To verify the analyzer operation, he performed mechanism checks which passed and verified the detergent and rinse water levels were within specification. The user performed calibration and quality control with passing results.

Manufacturer narrative:
Additional information was received which clarified that the bicarbonate results for the two patient samples were discrepant. Patient sample 1, original result was 44 mmol/l, repeat result was 28 mmol/l on a different cobas 6000. Patient sample 2, original result was 41 mmol/l, repeat result was 25 mmol/l on a different cobas 6000. No erroneous values were reported outside the laboratory. The lot number of the bicarbonate reagent was 63178201.

Event description:
It was reported that the patient had an original surgery to implant 2 levels of posterior fixation. Reportedly, the construction failed and needed to take out. The patient had the revision surgery approximately five months post op. It was reported that one level was fused and partial construct was removed, but the remainder was left in. The patient reportedly was having symptoms post the second surgery. The remainder level reportedly might need to be removed also. However, no revision surgery is reported at this time.